Manufacturer narrative:
(B) (4).

Event description:
It was reported that when the ventilator was connected to the pt a technical error alarm was activated and no gas flow was delivered. (B) (4)-(B) (4).